Event description:
Healthcare professional (hcp) reported a patient was injected with 2 syringes of juvéderm voluma® xc and 1 syringe of juvéderm vollure¿ xc ¿bilaterally in the cheeks and lateral orbital rim¿. That same night the patient experienced pain, redness, and swelling, especially on the left side. Nine days later the symptoms had gotten worse and the patient reached out to the hcp. The patient¿s capillary refill was slightly diminished, but there were no signs of tissue necrosis. Hcp prescribed solu-medrol, doxycycline, benadryl, and zertec. The next day the patient had improved significantly, but decided to dissolve the filler with 3 vials of hylenex®. The patient continued to improve every day until six days later they experienced a radiating pain starting in their temple and following the path of the facial nerve. Hcp administered two additional vials of hylenex® and had the patient finish their course of antibiotics. Eventually, the patient returned to baseline. Prior to the events, the patient had recently started treatment with evenity® for their osteoporosis and has flare-ups, described as full body aches, when they take evenity® (this event is not device related). Eight days later the pain returned after another dose of evenity®, which hcp treated with colchicine and the patient recovered again. About a month later the radiating pain and low, generalized swelling returned. The hcp used ultrasound and was able to detect a small amount of filler seeming to compress the zygomaticofacial foramen. Using ultrasound guidance, hcp dissolved this filler and administered tylenol and ibuprofen. The patient returned to baseline over the next several days/weeks. Approximately five months later the symptoms returned. The hcp did another ultrasound and the patient¿s foramen was clear, but hcp could still find some residual filler in the patient¿s cheeks so hcp dissolved it with hylenex®. Hcp also ran some basic labs on the patient, but nothing in particular stood out of place. Finally, hcp prescribed a 10 day taper starting with 60 mg of prednisone and the patient recovered, but it flared back up again as soon as the taper concluded. The hcp sought medical advice/guidance. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00419 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.